Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was twisted together. The pull wire was retracted out of the distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned pod pc pusher assembly revealed a broken pet lock on the proximal end of the pusher assembly, and the pull wire was retracted out of the ddt. This likely occurred during attempts to detach the embolization coil using a handle during the procedure. If this occurs, the embolization coil will detach from its pusher assembly. The pc400 embolization coil was not returned for evaluation. Further evaluation of the returned pod pc pusher assembly revealed that the pusher assembly was twisted together. This damage likely occurred post-procedure and was likely incidental to the reported complaint. The root cause of the reported complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of coil becoming detached. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils, a pod coil, pod packing coils (pod pcs), a ruby coil detachment handle (handle) and a lantern delivery microcatheter (lantern). It was noted that the patient anatomy was slightly tortuous. During the procedure, the physician successfully deployed and detached two ruby coils and one pod coil into the target vessel using the handle. The physician then advanced a pod pc into the target vessel using the lantern and attempted to detach it using the handle; however, the pod pc failed to detach. Afterwards, the physician made several additional attempts, but the pod pc would not detach, and subsequently, the physician decided to remove it. However, upon retraction, the pod pc unintentionally detached within the lantern. Therefore, the lantern containing the detached pod pc was removed. The procedure was completed using two pod pcs, the same lantern, and the same handle. There was no report of an adverse effect to the patient.